Manufacturer narrative:
The reported prolapsed leaflet could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two and a half years ago, a trifecta valve was implanted. In (B)(6) 2018, the patient presented at another hospital with unspecified valve failure and the valve was explanted not by the implanting physician. A onyx mechanical valve was implanted. Upon explant of the trifecta valve, the left coronary cusp was observed to be prolapsed. Post-operatively, the patient is reported to be stable.